Event description:
It was reported to boston scientific corporation that a flexima biliary stent was intended to be implanted in the choledochus during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement performed on (B)(6) 2026. During insertion, the inner guide catheter broke, causing the insertion system to jam and preventing deployment of the stent. The procedure was completed with another of the same device. There were no patient complications reported as a results of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break.